Manufacturer narrative:
No device malfunction speculated.

Event description:
Patient reported directly to ulthera on (B)(6) 2015 that she received an ultherapy treatment on her face, neck and chest on (B)(6) 2014. The patient felt she was experiencing "indentations" on her chest post treatment. The photos provided by the practice show that the patient's breast tissue was treated, which is detailed as a precaution in the IFU that the area should be avoided. During the ulthera follow-up on (B)(6) 2015 the practice stated that the patient had been back in the office for a breast augmentation in (B)(6) 2015 and felt at that time the "indentations" were no longer visible. In december, the patient contacted ulthera directly indicating the "indentations" had not disappeared.